Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. On 06/07/2016 a medtronic representative, following-up at the site, reported the spine procedure was an open scoliosis. Per the site distributor specialist, who attended the procedure, once navigation was abandoned, the surgeon continued the surgery using a c-arm. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine tumor procedure, the imaging system door was unable to be moved. After inserting the gantry to the table, the operator tried to close the imaging system door, however, it was not moveable just before the end. The operator attempted to open the door and, as it was not working at all, attempted to open it manually. The nut was broken and the operator could not open the gantry so removed the table out of the gantry manually. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the use of the imaging system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the door winch assembly. The imaging system then passed the system checkout and was found to be fully functional.